Event description:
A baxter service technician reported finding a infusor pump with "when attempting to run pump, goes into constant alarm". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The event occurred in netherlands. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reports eating and administering humalog at 11:30. Customer tested 30.8 mmol/l on the mobile system at 13:10; he tested hi (greater then 33.3 mmol/l) at 13:45 and took more humalog. The following sequence of events was reported: tested hi (14:50); bolus dose of humalog (17:00); tested 29.1 mmol/l (17:49) customer went to the hospital; the following values were obtained on the mobile system: 5.4 mmol/l (19:18), hi (19:20), 4.2 mmol/l (19:23), and 25.3 mmol/l (19:27). Customer had low blood glucose symptoms with these results. A lab value drawn at the same time as customer's reported results returned as 3.2 mmol/l and customer was treated with "dextro" and something to eat. Customer's current condition is not known. Requested return of suspect device and replacement was sent.